Event description:
The customer reported, that during surgery after manually passing the suture through the device, it would not cut the suture. The surgeon had to open the shoulder to finish the surgery. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.